Manufacturer narrative:
(B)(4). Additional information: were any noises heard such as whistling or hissing? - yes. If so, did the noise prevent insufflation? Please describe the noise. -no. Was there a drop in pressure? If yes, did this affect the visibility of the surgeon? -yes, minority visibility of affect. What was the gas consumption rate or volume (liter/minute)? - unknown. Was any torque being applied to the trocar or device? -no. The analysis results found that the device was received in good visual condition. In an attempt to replicate the reported incident, the device was functionally tested to detect any leaking issues. A leak test was performed and the device was noted to leak without the test probe inserted through the device. It should be noted that an investigation has been initiated to address the potential root cause of the reported insufflations issues. As the obturator was not received and it is the part that has the batch stamped, we did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, there was continuous gas leakage of the trocar during insertion and removal of laparoscopic instruments. The iris valves were wide open the moment when the surgeon removed the 5mm instruments, after awhile only "yhr" iris valves closed on its own. Another device was used to complete the procedure. There were no adverse consequences for the patient.